Event description:
It was reported that the driver began running on its own while being tested. This was not during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. The reported condition of the device running on its own during usage was verified by the international technical services group, however, the quality investigation is still in process. A follow-up report will be submitted if the final results of the quality investigation require one.